Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. The customer repaired the suspect device by replacing the gas delivery engine (gde). The suspect gde was returned to carefusion and is pending evaluation. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported while using the avea ventilator, it is alarming inop. The customer reported there was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab inspected the unit and was unable to duplicate the reported issue. The component was exchanged as a customer satisfaction request but no failures were detected and device operated to manufacturer specifications.